Event description:
On (B)(6) 2009, pt reported she noticed that her up/down buttons are not responding. She stated they don't do it all the time, but she has to press them multiple times. Pt reported she noticed the issue when she bolused, but was able to continue to press the buttons for the infusion device to work. Pt stated that her batteries were not lasting. Educated the pt on the proper batteries that should be used. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue.